Event description:
Information was received from a patient who was receiving 435mcg/ml fentanyl at a dose of 207.14mcg/day, 15mg/ml bupivacaine at 7.143mg/day, and dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient stated the catheter port messed up on the prior pump. It was reported this happened sometime during 2013-2014. No further complications were anticipated/reported.